Manufacturer narrative:
Company rep re-assembled spo2 module. Calibrated and tested unit to safety and factory specifications.

Event description:
Customer reported no spo2 monitoring on the accutorr v monitor which may have affected spo2 pt monitoring. No pt injury reported.